Event description:
A past cgm error was reported by the customer, who was unable to find the cgm error number in the history, with an approximate occurrence date of january 21, 2026. There was no adverse impact on the customer's blood glucose level. The customer successfully resolved the issue by performing a pump reset, and after the reset, the cgm error code did not reappear. The customer then successfully started a new sensor session.